Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited undersensing that led to false pauses. Also, it was noted that the r wave was smaller than the most sensitive setting. Programming changes were discussed but not made. The patient was stable and would continue to be monitored.